Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was stuck on the blue care fusion screen. A technical support specialist (tss) accessed the device remotely through a remote support session and identified the device stuck on the blue care fusion screen. The tss confirmed the customer was unable to reboot the device, executed the rss agent package, rebooted the device successfully into the medication application, and received customer confirmation to proceed with case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the screen was stuck on the blue carefusion screen even after the device was powered off, unplugged, and left for approximately 45 minutes. There were no adverse events or injuries reported based on this event.